Event description:
The customer experienced an issue with calibration and qc recovery for calcium and received questionable low results for an unknown number of patient samples on (B)(6) 2012. The customer could not determine which day the specific patient samples were tested. On (B)(6) 2012, the customer recalibrated the assay with a new calibrator, which resolved the calibration and qc issue. The patient samples were then repeated. Of the data provided for 13 patient samples, only the results for six patient samples were discrepant and reported outside the laboratory. All results are in mg/dl. Patient sample 1 initial result was 8.32 and the repeat result was 10.13. Patient sample 2 initial result was 8.36 and the repeat result was 10.25. Patient sample 3 initial result was 7.73 and the repeat result was 9.4. Patient sample 4 initial result was 7.89 and the repeat result was 9.75. Patient sample 5 initial result was 7.35 and the repeat result was 9.03. Patient sample 6 initial result was 8.32 and the repeat result was 10.03. All of the initial results had been reported outside the laboratory. The repeat results were considered to be correct. The customer stated the affected patients were not harmed in any way. The calcium reagent lot number was 66677101 with an expiration date of 01/31/2013. The customer declined a service visit and stated it is not necessary, as the issue was resolved by recalibrating the assay.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the lack of provided information. It was confirmed the issue was resolved by the customer making fresh calibrator material and re-calibrating the assay. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.